Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, it will not be returned for investigation. Although testing and investigation did not duplicate that the device delivered less than intended when set up as the labeling instructs, hospira recently was made aware that reduced fluid delivery may occur under certain conditions. A partial proximal occlusion may occur when the administration set tubing is improperly routed or positioned. The device alarms audibly and visually during a full proximal occlusion; however, the device may not alarm during a partial proximal occlusion, resulting in the device delivering less than intended.

Event description:
General report received of an unspecified number of undocumented incidents that the devices delivered less fluid than intended when tubing sets were partially kinked above the cassette. No audible alarms was noted. No specific patient information, pump programming, or event details were provided. Additionally, the customer contact stated that the tubing sets easily come out of the proximal retainer guides located on the handle. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported that during testing at the user facility, a device delivered less than expected. Though requested, no additional information was provided.